Event description:
The device involved in this MDR report was explanted and returned for analysis because ventricular oversensing associated with an absence of egm in recorded episodes was observed during follow up (these egms correspond to stored data when an arrhythmia episode in sensed by the device).

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis of this device is pending.